Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the high flow insufflation unit had a flow rate measurement error. There were no reports of patient harm. The issue was found during maintenance inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the flow rate measurement accuracy abnormality was due to a main board failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to printed circuit board. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.